Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut but did not staple, which resulted in a loss of 3 pints of blood. The bleeding was so sever that it took the surgeon 2 hours to put a circumferential stitch and control the bleeding. The pt is stable and fine now.